Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a clamp was found damaged.

Manufacturer narrative:
The clamp was returned to the manufacturer. Functional testing and a visual and physical examination found that the component retainer ring has been pulled from the tip of the adjustment screw and is missing. The screw is able to close the clamp but not open it. If information is provided in the future, a supplemental report will be issued.